Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the luer activated valve closest to the drip chamber had the tubing smashed inside the valve. A functional flow test was performed by connecting the set into an in-house solution bag. The set was found to leak from the smashed tubing. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had ¿a crack just below the 1st clear link (and) below the drip chamber.¿ there was no patient involvement. No additional information is available.